Event description:
It was reported that the lead impedance had increased since (B)(6) 2011 and remained high through (B)(6). Fluoroscopy and cine did not show anything abnormal to the lead body. The physician elected to extract the lead. Clavicle crush was noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.